Event description:
On (B)(6) 2013, the patient reported that she thinks her infusion device delivers to low an amount of insulin. She stated that she has had elevated blood glucose levels from 278 to 500 mg/dl during the past week. Her target range is 70 to 150 mg/dl. She has been utilizing insulin injections to correct the elevated levels. The patient stated that her infusion device displayed e2 (battery empty) without first displaying w2 (battery low). The patient also thinks occlusions have contributed to her condition. The device has properly displayed e4 (occlusion error). The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device, battery, and battery cover were replaced and were requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Based on the history analysis the pump had high power consumption. A defective component in the power supply path leads to a leakage current. Therefore a battery change has to be performed frequently. Due to a quick discharge of the battery, the w2 "battery low warning" did not alert the user but the e2 "battery empty error" occurs. E4 were found in the history. The occlusion limits were tested successfully.